Event description:
Customer reported that charging cord became hot to touch while charging pump, and pump also became warmer than normal. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to place the pump into storage mode before returning it to tandem and was provided with a replacement pump and charging supplies. Customer acknowledged understanding of procedures, including shipping instructions and the need to program new pump settings and connect the continuous glucose monitor to the replacement pump.